Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and throughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
From a chain of e-mails filtered through mitek sales and marketing, the surgeon reports that he has had 1 recent shoulder case using mitek devices for fixation (helix - milagro) that the patient experienced post-operative reactions. The patient experienced what is being described as "extreme pain" immediately (within 24 hours) post-op, and this pain has not gone away. Several infection work-ups and a neuro work-up are all normal. Approximately 8 weeks post-op, mris were taken and they revealed that "clinically" all that had been repaired was intact. The surgeon noted that the MRI displayed what is being described as an "edema halo" around the helix anchor. In this particular case, the patient underwent a rotator cuff repair in 2009. 2 helix br 5.5mm and 1 milagro screw were used to fixate. The patient presented to the surgeon's office with pain; at approx 10 weeks later, an MRI to the subject shoulder was had; a "shadowing" or haloing" effect can be seen around the 2 helix devices. According to the surgeon , these appear to him as an allergic reaction. There are questions out seeking further information and detail. Also, the sales rep., product manager and responsible marketing principals are coordinating their investigation with the surgeon and the mitek quality department to clarify the reported incident and try to ascertain the underlying cause of the effect. Those efforts will be reflected in this file as they mature. Also see associated MDR 1221934-2009-00328.